Manufacturer narrative:
Block e1: initial reporter city, province, postal code: (B)(6). Block h6: medical device problem code a150101 captures the reportable event of stent failure to expand. Patient code (e0310) is being used to capture the reportable patient issue of abnormal bilirubin value blood test result. Impact code f2301 captures the intervention of a secondary procedure to remove the unexpanded stent and placement of another stent. Block h10: a wallflex biliary rx partially covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was completely deployed and fully expanded. Additionally, the stent cover was returned damage. No other issues were noted to the stent. The reported event of stent failure to expand was not confirmed as the stent was received fully expanded. The investigation concluded that most likely the stent did not fully expand during the procedure because the stricture was not dilated. Handling and manipulation of the device during the removal procedure could have led to the damage noted on the stent cover noted during product analysis. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation on june 03, 2021 that a wallflex biliary rx partially covered stent was implanted in the lower bile duct with proximal portion of the stent exiting out from the papilla of vater to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. On (B)(6) 2021, post stent placement, an abnormal bilirubin value was observed on the patient's blood test results. An ercp with imaging was performed and confirmed the stent did not expand. The stent was removed from the patient using a snare and a wallflex fully covered stent was implanted to complete the procedure. In the physician's assessment, the unexpanded wallflex biliary stent caused the abnormal bilirubin value. The patient's condition was reported to have improved after the second wallflex fully covered stent was implanted.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx partially covered stent was implanted in the lower bile duct with proximal portion of the stent exiting out from the papilla of vater to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. On (B)(6) 2021, post stent placement, an abnormal bilirubin value was observed on the patient's blood test results. An ercp with imaging was performed and confirmed the stent did not expand. The stent was removed from the patient using a snare and a wallflex fully covered stent was implanted to complete the procedure. In the physician's assessment, the unexpanded wallflex biliary stent caused the abnormal bilirubin value. The patient's condition was reported to have improved after the second wallflex fully covered stent was implanted.